Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to fenestrated endovascular aortic aneurysm repair (fevar) procedure. Reportedly, following successful placement of the sutures of the proglide, the right leg was noted ischemic. A cut down on the artery was performed and a small piece of black plastic with white cord was found. The piece of black plastic was removed from the artery. A blood clot was found further down in the artery and was removed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The proglide device was attempted in the right common femoral artery. During placement of the proglide device a 10fr procedural sheath was used.two proglide devices were successfully placed using the preclose technique. The sheath was upsized to 22fr and the fevar procedure was completed. Endarterectomy of posterior wall plaque performed and artery closure using bovine patch and sutures. Successful revascularisation of right lower limb, no other complications. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide was filed under a separate medwatch report number.